Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high threshold measurements. The patient was experiencing intercostal muscle contractions and a chest x-ray revealed a possible perforation of the pericardium. An invasive procedure was performed and this lead was repositioned in the right ventricular apex. There was no evidence of a pericardial effusion and a perforation was not visually confirmed. All lead diagnostics following the procedure were acceptable.

Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.